Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak in the catheter was confirmed. Returned was a 3-lumen catheter marked 7fr x 16cm on the hub. The medial extension line was examined microscopically. There was a slit in the medial extension line 1 cm from the juncture hub. The appearance of the slit was consistent with contact with a sharp instrument. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. The distal and proximal lumens did not leak. The medial lumen leaked at puncture site as water pressure was applied. A review of the device history records did not reveal any manufacturing related issues. Based on the appearance of the leak site and the information provided, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being used in the patient when they found a small hole causing leakage near the base of the medial lumen. This was near where the juncture hub and three lumens meet and where the catheter has suture wings. As a result, the catheter was exchanged for a new one. There was no patient death or complications reported.